Event description:
The customer reported that the ventilator failed to cycle, and it alarmed high pressure and safety valve open-occulsion. The respiratory therapist (rt) mgr reported the pt desaturated to 74% o2 saturation and had a change in cardiac rhythm. The pt was removed from the ventilation, manually bugged and placed on another ventilator. The rt mgr reported the pt's o2 saturation and cardiac rhythm both returned to normal conditions, and the pt was stable with no harm or ill effects. The rt mgr reported the source of the occlusion was the exhalation filter. The rt mgr reported their department has determined that the exhalation filters are becoming stiff as a result of their continuous nebalization procedure, which then creates an occlusion and alarm.